Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock pad is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed that the statlock was applied to a patient's skin and connected to a non-bd dual lumen catheter. The the pad of the device was observed to be damaged and a portion was apparently missing; however, here were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that statlock is tearing when dressing is changed. The nurses are using the product at patient¿s homes and discarding. No other information was provided.

Event description:
It was reported that statlock is tearing when dressing is changed. The nurses are using the product at patient¿s homes and discarding. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.